Event description:
There was an allegation of a discrepant cobas® mpx (480t) result from the cobas 6800 analyzer for a single patient. On (B)(6) 2026, the initial pool of 26 samples generated an hcv reactive result (CT 43.27). Serology on the alinity platform generated a negative result. On (B)(6) 2026, the individual donor sample tested using the cobas® hcv quantitative assay generated a target not detected result.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The discrepant result is likely due to an isolated pre-analytical environmental factor, an unexpected pooling artifact during large-volume processing, or a very low amount of trace target.